Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text: pending investigation.

Event description:
Brushes coming off the device while brushing- oral b power toothbrush [device breakage]. Case narrative: consumer via email stated that the brushes coming off the device while brushing. No injury was reported. Follow up 14-jan-2026: suspect product updated. Follow up 04-feb-2026: product lot number updated.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text: pending investigation.

Event description:
Brushes coming off the device while brushing- oral b power toothbrush [device breakage]. Case narrative: consumer via email stated that the brushes coming off the device while brushing. No injury was reported. Follow up 14-jan-2026: suspect product updated.

Event description:
Brushes coming off the device while brushing- oral b power toothbrush [device breakage]. Case narrative: consumer via email stated that the brushes coming off the device while brushing. No injury was reported. Follow up 14-jan-2026: suspect product updated. Follow up 04-feb-2026: product lot number updated. Follow up received on 26-feb-2026: product investigation results received: conclusion code: other, 'no manufacturing cause' and 'no design issue' identified based on investigation.

Manufacturer narrative:
26-feb-2026 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brushes coming off the device while brushing- oral b power toothbrush [device breakage]. Case narrative: consumer via email stated that the brushes coming off the device while brushing. No injury was reported.